Manufacturer narrative:
The device was not returned for analysis. Serial number was not provided and unable to conduct review of service history. Unable to confirm complaint due to the device not being returned. Unable to determine a probable cause as the device was not returned for evaluation.

Manufacturer narrative:
H4: possible serial numbers: (B)(6). H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient's pump displayed downstream occlusion repeatedly. Per reporter, the patient tried restarting and removing all possible occlusions and the cartridge was changed, but troubleshooting was not successful. Per reporter, infusion rate was 1.5 ml/hour, length of infusion was 48 hours. No symptoms were reported.